Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing underfill and with the tube pushing off during use. The following has been provided by the initial reporter: -it was reported ¿lithium heparin¿ tubes wouldn¿t fill and popped off while in use. (2 of 2). Verbiage received, 09/11/2019 - hi, I am troubleshooting a particular issue that my staff has brought to me. They are communicating that the lithium heparin with gel separator tubes fail to fill or pop off of the needle when using a 25g butterfly. I am not sure if this is unavoidable due to variables related to vein size/needle size, but they say there has been a recent increase in this issue. The specific lots in question are 909579 with expiration 4/30/20 and 9126527 with expiration 5/31/20 (ref 367962). Description of the issue: the lithium heparin vacutainer tubes have to be held tightly in place when collecting blood with a 23g wingset needle, otherwise, the vacutainer will pop off of the needle. Another issue seen is that the first tube used to collect with will not fill and a second lithium heparin vacutainer tube has to be used. Note: there is not a separate issue with the wingset vs the vacutainer tubes. This issue is seen while using these supplies together during collection.

Manufacturer narrative:
Correction: additional lot numbers provided. The following information has been updated: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9095790, d.4. Medical device expiration date: 2020-04-30, h.4. Device manufacture date: 2019-04-05; d.4. Medical device lot #: 9095791, d.4. Medical device expiration date: 2020-04-30, h.4. Device manufacture date: 2019-04-05; d.4. Medical device lot #: 9126528, d.4. Medical device expiration date: 2020-05-31, h.4. Device manufacture date: 2019-05-06. D.10. Device available for eval? D.10. Returned to manufacturer on: 2019-10-04. H.3. Device returned to manufacturer: yes. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube has been found experiencing underfill and with the tube pushing off during use. The following has been provided by the initial reporter: -it was reported ¿lithium heparin¿ tubes wouldn¿t fill and popped off while in use. (2 of 2) verbiage received, 09/11/2019 - hi, I am troubleshooting a particular issue that my staff has brought to me. They are communicating that the lithium heparin with gel separator tubes fail to fill or pop off of the needle when using a 25g butterfly. I am not sure if this is unavoidable due to variables related to vein size/needle size, but they say there has been a recent increase in this issue. The specific lots in question are 909579 with expiration 4/30/20 and 9126527 with expiration 5/31/20 (ref 367962). Description of the issue: the lithium heparin vacutainer tubes have to be held tightly in place when collecting blood with a 23g wingset needle, otherwise, the vacutainer will pop off of the needle. Another issue seen is that the first tube used to collect with will not fill and a second lithium heparin vacutainer tube has to be used. Note: there is not a separate issue with the wingset vs the vacutainer tubes. This issue is seen while using these supplies together during collection.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing underfill and with the tube pushing off during use. The following has been provided by the initial reporter: -it was reported ¿lithium heparin¿ tubes wouldn¿t fill and popped off while in use. (2 of 2). Verbiage received, 09/11/2019 - hi, I am troubleshooting a particular issue that my staff has brought to me. They are communicating that the lithium heparin with gel separator tubes fail to fill or pop off of the needle when using a 25g butterfly. I am not sure if this is unavoidable due to variables related to vein size/needle size, but they say there has been a recent increase in this issue. The specific lots in question are 909579 with expiration 4/30/20 and 9126527 with expiration 5/31/20 (ref (B)(4). Description of the issue: the lithium heparin vacutainer tubes have to be held tightly in place when collecting blood with a 23g wingset needle, otherwise, the vacutainer will pop off of the needle. Another issue seen is that the first tube used to collect with will not fill and a second lithium heparin vacutainer tube has to be used. Note: there is not a separate issue with the wingset vs the vacutainer tubes. This issue is seen while using these supplies together during collection.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for underfilling and tube push off with the incident lots were not observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of underfilling through a CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.